Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the stapler 30 reload involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported that the stapler 30 reload was installed on a sureform 30 stapler during a liver resection. The reload was not recognized by the xi once installed, so it was replaced with a new one. On close inspection, you can see that the back part of the reload was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An image review was performed, and the additional information was provided: the images show a white sureform 30 reload with a broken tail. Broken tails typically occur when the installation tool is not properly used to insert the reload into the stapler channel. It is likely that a high angle of insertion and force was used to seat the reload, allowing the tail to interact with components at the back of the jaws. As the reload switch component (used to detect the reload color) is not in the correct position ¿ due to the break ¿ the system likely did not detect the reload color as a valid reload. The system would prevent firing of this reload and require installation of a new, unbroken reload. Based on the complaint and the damage observed to the tail, the reload does not appear to have been fired.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Therefore, the information gathered can't confirm nor deny that the reported device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn't show any related errors, the reported event was unable to be confirmed or replicated. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The instrument was inspected prior to use with no issue observed. The proximal end of sureform 30 reload was damaged/broken. The surgical task being performed was stapling the liver tissue. There were no collisions of instruments.